Manufacturer narrative:
(B)(4).

Event description:
Procedure: lapg-laparotomy assisted distal gastrectomy. Using idrive (serial number unknown) and egia45avm, the first firing was done with no problem. With loading egia60amt for the second firing, it stopped firing in the middle. No staple malformation staple was reported. It was only the staples at the distal part of the cartridge that could not be fired. Opened another egia60amt and confirmed no problem in firing of this sula and completed the case without replacement of idrive. There was no patient harm. The customer did not report if reinforcement material was used.